Event description:
During the supraventricular tachycardia procedure, power issues resulted in a procedural delay. Three minutes after connecting the equipment and turning on the computer, the computer suddenly lost power. After checking that the power connection was normal, it restarted again. The power was lost again during startup, it was noted the power supply was not well connected. The issue was not solved after multiple attempts. After the computer was turned on, three minutes after entering the case, the screen froze and the mouse and other keyboards became unresponsive. The memory stick was removed, and after shutting down and restarting several times, it started normally and the procedure was completed with no adverse consequences to the patient. The troubleshooting occurred over an hour and a half.

Event description:
Follow up report needed to include updated device serial number.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One ensite velocity¿ display workstation (dws) 7 was received for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was not able to be duplicated during review of the logs. The findings identified that one intermittent ram and the secondary processor board are both related to the reported event.

Event description:
Device returned. This report address updated analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.